Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the reportable malfunction was due to stress applied to the insertion section, physical stress such as scrabbing, hitting insertion section, chemical stress from reprocessing unrecommended in IFU, stress from poor storage enviroment. However, a defective root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection of the bronchovideoscope, the connecting tube had coating peeling. There were no reports of patient involvement.